Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/13/2017 with the following findings: review of the black box data revealed unexplained loss of prime on (B)(6) 2017 at 00:35, followed by a manual pump suspension at 01:09. An unexplained power on reset occurred at 09:59. The pump was powered back on and delivery resumed on (B)(6) 2017 at 16:52. An unexplained power on reset event occurred on (B)(6) 2017 at 16:57; deliveries never resumed after this event. Review of the black box data revealed the total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering accurately and within range. The pump was exercised for 24 hours without issue. After the 24-hour exercise was completed, the battery was removed from the pump for six hours. Testing confirmed when the battery was reinserted after six hours without power the time and date reset to the default setting. This issues is not likely to be associated with an adverse event because the pump displays the verify screen after it is rebooted and the time and date must be manually set by the user in order to confirm the verify screen. (B)(4).

Manufacturer narrative:
Device evaluation: the following additional product analysis information was added to this complaint on 19-dec-2017: the available pump (black box) delivery history begins on (B)(6) 2017 and contained no evidence that a date/time reset occurred prior to (B)(6) 2017. The pump total daily dose history began on (B)(6) 2016 and also contained no evidence of a date/time reset (daily basal delivery history totals were consistent throughout and reflect programmed basal rates).

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 1300 mg/dl and the associated symptom of vomiting. The reporter described the patient as ¿almost dead.¿ the patient was hospitalized and treated by health care provider(s). The type of treatment received by the patient was not provided by the reporter. The patient reportedly remained hospitalized at the time the reporter contacted animas. The reporter alleged the patient¿s serious injury was associated with a pump time/date issue; the reporter alleged the time/date on the pump reverted to the factory default setting for the vibe pump of 12am (B)(6) 2008 when the battery is removed from the pump for less than 12 hours. This issue reportedly began (B)(6) 2017. This issue is not expected to cause an adverse event because the pump displays the verify screen after it is restarted and the time and date must be manually set by the user to confirm the verify screen before the user can continue use of the pump. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy allegedly associated with a time/date issue.